Event description:
It was reported that the pump was replaced. It was unclear if the replacement occurred due to the patient experiencing withdrawal affect/symptoms or due to the battery being low. It was noted that the catheter drained well during the pump replacement. The patient outcome was reported as "no injury/recovered without sequela". The device system was used to deliver fentanyl and baclofen.

Manufacturer narrative:
Final device analysis revealed no anomaly found.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.